Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An 83-year-old male with an indication for high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage e underwent impella cp implantation via right femoral arterial percutaneous access on (B)(6) 2026 at 10:58. During support, the device functioned as intended at p-4, providing flows of approximately 2.4 l/min with d5w sodium bicarbonate utilized in the purge solution. Subsequently, the patient developed signs of right lower extremity ischemia, including a mottled and cool limb with diminished distal pulses, consistent with an occlusive injury post-implant. In response, a distal perfusion catheter was placed, and vasopressor support was reduced, resulting in restoration of perfusion to the affected limb. Despite these interventions, care was withdrawn, and the patient expired on (B)(6) 2026. Limb ischemia is a known procedural complication associated with femoral arterial access. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.